Event description:
It was reported that during a prostate procedure "when finish the countdown the screen stays locked and does not go to standby mode." The procedure was completed with turp. Patient outcome: "ok" reported.